Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the customer found that the iab was difficult to insert. Once the iab was inserted, it would not inflate properly. The customer determined the iab was leaking so it was removed and replaced it with a new iab. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the customer found that the iab was difficult to insert. Once the iab was inserted, it would not inflate properly. The customer determined the iab was leaking so it was removed and replaced it with a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The one-way valve was also returned. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. Two catheter tubing kinks were observed at approximately 41.1cm & 75.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The one-way valve was leak tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the product. The iab was placed on the cs300 pump and fully inflated. The evaluation could not confirm the reported problem. However, kinks could cause difficult insertion or inflation. We were unable to determine when these kinks may have occurred. We were unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications, there were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the customer found that the iab was difficult to insert. Once the iab was inserted, it would not inflate properly. The customer determined the iab was leaking so it was removed and replaced it with a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site zip code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the customer found that the iab was difficult to insert. Once the iab was inserted, it would not inflate properly. The customer determined the iab was leaking so it was removed and replaced it with a new iab. There was no patient harm or adverse event reported.